Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. The motor functions properly during testing, including on the displacement test. No rewind anomaly, drive/motor anomaly, under/over delivery anomaly, bolus anomaly or basal anomaly noted. The motor was tested outside of the unit and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s current blood glucose was 384 mg/dl. Patient's blood glucose at time of incident was 528 mg/dl. The customer did experienced the symptoms such as doesn't feel well. The customer treated with manual injection. Troubleshooting was done for high blood glucose and under delivery. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer did allege insulin pump was under delivering. The insulin pump will be returned for analysis